Event description:
Us complainant reported the patient was on impella cp support due to atrial fibrillation. While on support, purge pressure alarms were noted. Purge tubing was changed, however, alarms continued. The automated impella controller (aic) was changed as well. Physician made the decision to remove and replace pump. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and returned device was visually inspected. Biomaterial was observed around the impella and purge gap. No cannula kink observed. No broken blade found. Impella purged to perform the reported low purge pressure issue. Leaking observed in catheter hole right before line 95. The cause of the purge leak was damaged purge tubing with catheter punctured at 95 cm marking, caused by improper technique. The cause of the optical signal issue was a damaged optical fiber line from the patient cable side inside red plug. This component failure is attributed to the manufacturing process (vendor).

Manufacturer narrative:
Corrections to MDR MFR report # 1220648-2024-20966-01: h1-type of reportable event incorrectly stated death but should have stated malfunction.